Event description:
It was reported that the right ventricular lead had pacing impedance and capture threshold that were both persistently rising. The lead is still in use. No patient complications have been reported as a result of event.

Event description:
It was reported that the right ventricular lead had pacing impedance and capture threshold that were both persistently rising. The lead is still in use. It was later reported the rv lead had a steady increase in impedance to greater than 3000 ohms. The rv lead was capped and replaced. No patient complications have been reported as a result of event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. The performance data collected from the device was analyzed and revealed resistance/impedance increase. Ventricular pace bipolar impedance rises steadily from 779 ohms the week of (B)(6) 2009 to greater than 3000 ohms the week of (B)(6) 2010. The analysis also revealed an out of tolerance subthreshold lead impedance observed (B)(6) 2010. The patient alert for this parameter is set at 3000 ohms.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. The performance data collected from the device was analyzed and revealed resistance/impedance increase. Ventricular pace bipolar impedance rises steadily from 779 ohms the week of (B)(6) 2009 to greater than 3000 ohms the week of (B)(6) 2010. The analysis also revealed an out of tolerance subthreshold lead impedance observed (B)(6) 2010. The patient alert for this parameter is set at 3000 ohms.